Event description:
It was reported that the patient had a syncopal episode. The rv lead had high thresholds greater than 2.0v, loss of capture, and was replaced. No further patient complications have been reported as a result of this event.